Event description:
Customer reported her insulin pump does not make any audio sounds.

Manufacturer narrative:
Failure analysis revealed the infusion pump does not have an audible tone due to broken transducer wire on the interface board.